Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.